Manufacturer narrative:
H3: evaluation summary: customer reports of stenosis and structural valve deterioration were confirmed through observed calcification and host tissue overgrowth. X-ray demonstrated heavy calcification on all three leaflets and wireform intact. As received, all three leaflets were stiff and translucent-like due to dehydration. Heavy host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 10mm on leaflet 1 on the inflow aspect. The free margin of leaflet 1 was rolled toward the outflow aspect due to host tissue overgrowth and created a gap in the central coaptation region. Host tissue formed a ring on the surface of the leaflets at the inflow aspect. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 6mm on leaflet 1 at the outflow aspect. Host tissue on the stent circumference was moderate at the inflow and outflow aspects. Host tissue fused all three leaflets at the commissures on the outflow aspect. Calcification and host tissue overgrowth restricted leaflet mobility and led to stenosis. Hematomas were observed on the outflow surfaces of all three leaflets. Sewing ring had multiple cuts around the valve. Wireform was exposed on commissure 1. H10: additional manufacturer narrative: updated sections d4 (expiration date), h3, h4, h6 h11: corrected data: updated section h10 (additional manufacturer narrative) bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants/replacements and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. In this case, calcification was indicated. Calcification plays a major role in the failure of bioprosthetic heart valves. Calcification of valves occurs as a progressive, time-dependent process. Tissue valve calcification is initiated primarily within residual cells that have been devitalized. Initial calcification deposits eventually enlarge and grow into a mass, which stiffen and weaken the tissue and thereby cause the prosthesis to malfunction. The mineralization of a biomaterial is generally enhanced at the sites of intense mechanical deformations generated by motion, such as the points of flexion in heart valves. Ultimately, the result of calcification is valve failure due to tearing or stenosis. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprosthesis from calcifying. The root cause of this event has been confirmed to be due to svd and nsvd, as the product evaluation demonstrated heavy calcification and heavy host tissue overgrowth. These findings were most likely impacted by the progression of the patient¿s underlying valvular disease pathology. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Requests for additional information have been performed; however, the healthcare provider has not provided any additional details regarding this event. Although the reason for the valve explant is unknown, there was no indication or allegation of a device malfunction and/or deficiency contributing to the event. The reported event cannot be confirmed with the available information. The root cause of this event remains indeterminable. The subject device has not been received for evaluation. The device history record (DHR) could not be reviewed, as the device serial number was not provided. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. If new information becomes available, a supplemental report will be submitted.

Event description:
Edwards received information that an edwards aortic pericardial valve, implanted for unknown duration, was explanted due to unknown reason. No other details were provided.

Event description:
Edwards received information that a 23mm 3300tfx aortic pericardial valve, implanted approximately seven (7) years and four (4) months, was explanted due to severe aortic stenosis secondary to structural valve deterioration. The device was originally implanted to correct aortic regurgitation. The device was explanted and replaced with a same size same model 23mm 3300tfx aortic pericardial valve with no adverse patient events reported. A redo mvr was also performed with a 27mm 7300tfx mitral pericardial valve. The patient status was reported as ¿discharged¿.

Manufacturer narrative:
Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly, may contribute to stenosis and/or regurgitation. The root cause of this event cannot be conclusively determined with the available information. However, the stenosis in this case was most likely impacted by the progression of the patient¿s underlying valvular disease pathology with structural valve deterioration. The subject device has not been received for evaluation. The device history record (DHR) could not be reviewed, as the device serial number was not provided. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Reference CAPA-20-00141.